Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) ((B)(6)) and controller ((B)(6)) were not returned for evaluation. Log file analysis revealed motor start events recorded on 10/nov/2023 at 18:08:40, on 10/nov/2023 at 18:09:40, on 10/nov/2023 at 18:10:04, on 10/nov/2023 at 18:10:28, on 12/nov/2023 at 20:11:06, on 12/nov/2023 at 20:12:15, on 13/nov/2023 at 03:04:53, on 14/nov/2023 at 04:59:54, on 14/nov/2023 at 10:41:09, on 15/nov/2023 at 00:07:49, on 15/nov/2023 at 14:19:42, on 15/nov/2023 at 23:55:07, on 16/nov/2023 at 00:00:08, on 16/nov/2023 at 00:01:29, on 17/nov/2023 at 00:17:18, on 18/nov/2023 at 02:49:07, on 18/nov/2023 at 03:03:01, on 18/nov/2023 at 03:09:23, on 20/nov/2023 at 09:56:48, on 21/nov/2023 at 00:17:22, on 22/nov/2023 at 18:42:14, on 23/nov/2023 at 03:58:25, on 23/nov/2023 at 04:15:09, on 25/nov/2023 at 00:10:15, on 25/nov/2023 at 00:11:24, on 25/nov/2023 at 14:57:28, on 26/nov/2023 at 21:34:12, on 27/nov/2023 at 03:18:44, on 28/nov/2023 at 00:53:32, on 28/nov/2023 at 00:54:24, on 28/nov/2023 at 01:00:07, on 28/nov/2023 at 01:01:12, on 28/nov/2023 at 01:03:44, on 28/nov/2023 at 19:04:48, on 28/nov/2023 at 19:17:20, on 28/nov/2023 at 23:30:06, on 29/nov/2023 at 00:53:47, on 30/nov/2023 at 18:48:22, on 30/nov/2023 at 18:58:11, on 30/nov/2023 at 18:58:59, on 30/nov/2023 at 18:59:55, on 30/nov/2023 at 19:03:19, on 30/nov/2023 at 19:38:01, on 1/dec/2023 at 00:46:43, on 1/dec/2023 at 03:43:45, on 1/dec/2023 at 03:44:35, on 3/dec/2023 at 05:25:42, on 3/dec/2023 at 05:29:48, on 5/dec/2023 at 19:15:40 in which the motor start parameters were atypical. Review of the alarm log revealed a high watt alarm on 01/dec/2023 at 03:43:50, following a motor start. Review of the event log file revealed power consumption above the normal operating range during the motor start. Log file analysis also revealed 64 controller power up events with associated motor start events recorded between 10/nov/2023 and 05/dec/2023, indicating losses of power to the controller. No anomalies were observed leading up to the losses of power. The controller was without power for an average of 17 seconds per loss of power. As a result, the reported events were confirmed. Based on the risk documentation, possible root causes of the high power event may be attributed to multiple factors, including but not limited to high power consumption during a motor start. Based on a historical review of similar events, the most likely root cause of the atypical motor start parameter may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Possible root causes of the losses of power can be attributed to a disconnection of both power sources and/or to an interm ittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: d1: controller d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller d4: model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2023 / serial#: (B)(6), UDI#: (B)(4), d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 16-sept-2022. H5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited a high watt alarm. A review of log file data revealed numerous motor start events with parameters outside of the typical range. It was also reported that the controller exhibited several unexpected losses of power. The (vad) and the controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
**UDI related data quality updates only** . Corrected: d1. Brand name d3. MFR name d4. UDI (provided complete UDI) d4. Model number d4. Catalog number h5. Single use medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the loss of power events were due to the patient's caregivers "mismanaging the power sources and double power disconnecting."

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d4: serial or lot#: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.